Manufacturer narrative:
Evaluation of photos provided by customer of prior failure determined it was likely there was material breakdown of heat component caused by accelerated wear and repeated pinpoint pressure from patient loading/unloading resulting in an electrical short within the internal coils of the heating element.

Event description:
A heat function on a quantum table manufactured in 2010 malfunctioned and overheated causing the vinyl to get hot and the patient felt the heat and had a red mark on their arm. There was no pain, burning or discomfort and the patient did not require any further medical treatment.